Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visualy inspected and no defects were found. Functional testing was performed on the transmitter and no problems were found and the reported fault could not be reproduced. The device was determined to be working within the required specifications without malfunction. The customer complaint of intermittent out of range could not be confirmed.